Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stapling the stomach, the stapler was able to fire and the staple line was incomplete distally. The reload fired partially and was not able to continue. The surgeon changed the reload with new one to complete the case. There was no patient injury.